Event description:
It was reported that during a coronary artery eluting stenting treatment procedure, there was withdrawal difficulty which led to surgery for removal of a portion of the balloon that remained in the body. There were two target lesion, one located in a segment of the left anterior descending (lad) and the other in the diagonal. Via the right femoral artery, a jl4 mach guide catheter and a luge guidewire were inserted. The guidewire was passed across the mid lad lesion. The physician used a 2.5x15mm maverick balloon inflated to 6 atm for 5 seconds to predilate the lesion. A 2.75x28mm taxus express2 drug eluting stent was advanced to the lad. A second luge guidewire was passed across the diagonal lesion and the same maverick balloon was inflated to 6 atm for 5 seconds and to 5 atm for 5 secs to predilate this lesion. A 2.5x24mm taxus stent was inserted into the diagonal but was unable to cross the lesion. Then a 2.5 x 20mm taxus stent was advanced into the diagonal. The physician performed a v stent procedure and both stents (the 2.75x18mm and the 2.5x20mm) were deployed simultaneously at 10 atm for 20 seconds. The physician then experienced withdrawal difficulty of the 2.5x20mm taxus stent catheter. The balloon on the stent catheter was deflated, but when the physician attemtped to pull out the catheter it got "hung up" and could not be removed from the stent. The physician inflated the balloon again to approx 14 atm, but still the balloon could not be removed. The balloon was re-inflated again to approx 14 to 15 atm and still could not be removed. The pt complained of chest pain so the physician got more aggresive and pulled the rest of the catheter out. A portion of the balloon remained in the diagonal as indicated by marker bands seen on the angiogram. An 8 fr datascope intra aortic balloon pump (iabp) catheter was inserted. The pt was transferred to surgery where the remainder of the balloon was successfully removed. Medications received during the procedure included heparin. Integrillin, nitroglycerin, zofran, atropine, dopamine, versed and fentanyl. The pt was reported in ok condition with a little bleeding following surgery.

Manufacturer narrative:
The device has not been received at the investigation site for analysis as of the date of this report.